Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect following two falls. The pt was walking and fell over a cement divider on the road for drainage. The pt hit the ground hard. The pt then fell again right after the initial fall. Both falls were on (B)(6) 2011. Since the falls, the pt had a return of symptoms and was not feeling stimulation. Additionally, the pt experienced added pain from the fall. An x-ray of the implantable neurostimulator (ins) and extension area was recommended. Add'l info has been requested, but was not available as of the date of this report.